Event description:
It was reported that the user experienced a low blood glucose of 66 mg/dl while using the ilet system, became concerned the pump was malfunctioning despite an on-device suspension of insulin at the time of the low, and removed the pump and reverted to manual injections; the reported device problem and component involvement could not be specified due to insufficient information. Symptoms included hypoglycemia with associated anxiety and distress. Outcomes included no health consequences or lasting impact, and the low was treated with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings, and the available information was insufficient to identify a device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.